Event description:
It was reported that during periodic evaluation, it was found that the level sensor on the arctic sun device did not recognize the water in the reservoir and overflowed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during periodic evaluation, it was found that the level sensor on the arctic sun device did not recognize the water in the reservoir and overflowed. Per follow up information received on 10aug2022, the device was evaluated onsite by technician on 05aug2022. There was no patient involved. Level sensor faulty and replaced.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.